Manufacturer narrative:
Zimmerbiomet complaint # (B)(4). This report is being relayed to correct the previously reported MFR- 0002023141 - 2020 - 02375 - 1. After additional information was received on jan 06, 2021, it was determined that this event no longer meets the criteria of a reportable event that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission (MFR- 0002023141 - 2020 - 02375 - 1) submitted on dec 22, 2020 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event. The following sections have been updated: b5: describe event or problem.

Event description:
The associated complaint (B)(4) is being invalidated due to being a duplicate of complaint (B)(4). Therefore this record is being phased to not a complaint.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. Infection: a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the implant failed due to an infection and was removed. Patient has past history of osteomyelitis in the area and believes this is related. Massive osseous defect around anterior of implant.